Event description:
Procedure type: low anterior resection with end to end anastomosis. Patient gender: unknown. According to the reporter: after anastomosis, the wing nut could be rotated, but the device could not be removed. The device itself was then rotated, and could be removed from the patient. This, however, caused a tear to the mucosa membrane of the proximal intestinal tract and bleeding under 200cc. The surgeon applied four stitches to complete the procedure.